Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the stylet of the 3.5x12mm nc trek neo balloon dilatation catheter (bdc) was not able to be removed from the bdc; therefore, the bdc was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulty could not be replicated in a testing environment due to the condition of the returned device. Return device analysis noted a separation proximal to the support skive/wire/bayonet. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty or noted separation on the returned device could not be determined. Possible factors that can contribute to difficulty removing the mandrel/stylet may include, but not limited to, damage during protective sheath removal, removal technique or mishandling. In this case a conclusive cause for the reported complaint could not be determined since limited information was provided and the complete device and component were not returned for analysis. Possible factors that may contribute to a separation may include, but not limited to, inadvertent mishandling of the device, interaction with the anatomy and/or physician applies excessive force against resistance. In this case, a conclusive cause for the noted separation could not be determined since limited information was provided and no additional information was provided during follow up. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.